Event description:
It was reported that the customer was hospitalized; cause of admission was not clear. Customer's blood glucose level was 160 mg/dl and family member "smelled ketones"; cause was not known. Family member took customer to the emergency room. Customer was subsequently admitted to the hospital and treated with manual injections. Reportedly, hospital "attempted to flush ketones"; no further information was provided. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.